Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.responses@icumed.com h6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported a bivona silicone tracheostomy tube had a split in the flange of the tracheostomy but not a complete tear, unknown if device available for return. No report of patient injury.

Manufacturer narrative:
D4: UDI section, expiration date, catalog number, g5, and h4: manufacture date, is unknown, no product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.